Event description:
Reporter reported that the mr850 respiratory humidifier was beeping while the patient was on nasal CPAP. It was checked by 2 respiratory therapists (rts). On the next round, the rt was informed that the humidifier was still beeping. Some time later, the rt was called again due to the humidifier temperature being high (37.8 degrees c) about 30 minutes later after the rt had left, after attempting to fix the humidifier., the nurse checked the humidifier and saw the temperature was 48.6 degrees c. It did not give a high temperature alarm. The patient was swapped to mcpap with the bag/mask. A neonatal nurse practioner came and measured the patient's temperature was 100.6 degrees f. It was within normal limits prior to the event. Two rts attempted to fix the humidifier and help. Patient temperature continued to be monitored until it was normal (98.6 degrees f). The patient was not placed back on the same vent unit.

Manufacturer narrative:
The product is not sold in the USA, but it is similar to a product which is sold in the USA. We are in the process of obtaining more information including attempting to obtain the humidifier for investigation. A follow up report will be provided.